Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the foreign objects coming out of the distal end, the cause was due to the clogging of the balloon water tube. The date of the event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited foreign objects coming out of the distal end. There was no patient involvement.